Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 289 mg/dl and insulin injections were used to lower the bg level to 158 mg/dl. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The customer's healthcare provider and contact do not believe that the pump was the cause of the occlusion and that customer will use insulin pens to manage diabetes for the next month.